Event description:
On (B)(6) 2010, prism medical received notification that a carry bar (#(B)(4)) came loose from the strap on a c-625 lift (serial number (B)(4)). This occurred during the transfer of a 400 lb pt at reg hosp in (B)(6). The pt landed on the bed unharmed.